Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0580 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the director of PICC clinic used the 7812400 connector on june 12. When in use, the device was difficult to pull open. After successful opening with great force, it was unable to be engaged tightly. No other information was provided.